Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing did not find that the console was contributing significantly to blackout frequency of the tablets. Although the reported problem was not confirmed through a visual or functional evaluation, a likely contributing factor seems to be related to a fault in the tablet used. It is possible that the tablet cable is causing intermittent display loss, or that the combination of this console and the specific tablet used resulted in a significant increase in display interruptions. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence cori console was giving problems for a while with the tablet blacking out. Today, the tablet kept blacking out and the unit was giving error messages. The procedure was resumed using manual technique, after a non-significant delay. No further consequences were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).